Event description:
Customer reported that the insulin pump will not allow her to deliver any insulin. Customer was instructed to take her blood glucose reading to explain the bolus wizard feature process. Customer reported high blood glucose of 429 mg/dl. Customer stated that she went through the steps and it showed the bolus wizard but she would do a manual bolus and guess the insulin amount because it blanks out. Customer was advised to go back into the bolus wizard menu to deliver the bolus rather than guessing the insulin she needs. Customer also reported that the insulin pump is cracked at the reservoir compartment; believes that there is piece missing. Nothing further reported.

Manufacturer narrative:
The bolus wizard functioning properly per bolus wizard sample in the user guide. Device received with broken reservoir tube lip and belt clip slot, cracked case at display window corners and lcd window.